Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect ausab result generated on the architect i2000sr processing module for one sample. The following results were provided: sid (B)(6) initial ausab result = 19.64 miu/ml, repeat result = 0.48 miu/ml, repeat result on ((B)(6)) 0.12 miu/ml no impact to patient management was reported.

Event description:
The customer observed a false positive architect ausab result generated on the architect i2000sr processing module for one sample. The following results were provided: sid (B)(6) initial ausab result = 19.64 miu/ml, repeat result = 0.48 miu/ml, repeat result on ((B)(6)) 0.12 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive architect ausab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performed as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. The device history record review did not show any nonconformances or deviations associated with the likely cause lot number and complaint issue. Based on the investigation, no systemic issue or deficiency of the architect ausab for lot number 55204fn00 was identified. All available patient information was included. Additional patient details are not available.